Manufacturer narrative:
According to the incident description, an actinia® broach was found to be dull/ blunt during use. The affected broach was not provided for an optical examination. Since no pictures are available neither, no optical examination could be carried out. It is known that the issue was detected during use/ intraoperatively. The issue had no health effect on the patient, as it was possible to finish the surgery with the broach in question. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the broach were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, it is assumed that the issue occurred due to wear and tear. The broach was manufactured in 2018 and is therefore in use for approximately 6 years. If it was used on a frequent basis, it is safe to say that the broach became dull over time. Another factor that may have contributed to the issue is the condition of the bone. This event was assigned to the error pattern "blunt instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "dull/ blunt". Remark ic-gmbh: it is known that the issue occurred intraoperatively. The surgery was finished with the broach in question. It is known that there was no health effect on the patient, however it is very likely that the issue caused at least a slight extension of the surgery time.

Event description:
The following event was reported to implantcast gmbh: "dull/ blunt" remark ic-gmbh: it is known that the issue occurred intraoperatively. The surgery was finished with the broach in question. It is known that there was no health effect on the patient, however it is very likely that the issue caused at least a slight extension of the surgery time.

Manufacturer narrative:
According to the incident description, an actinia® broach was found to be dull/ blunt during use. The affected broach was provided for an optical examination. The broach has several edges to create a cavity inside the bone. Some of these edges present some minor damages. It is known that the issue was detected during use/ intraoperatively. The issue had no health effect on the patient, as it was possible to finish the surgery with the broach in question. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the broach were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, it is assumed that the issue occurred due to wear and tear. The broach was manufactured in 2018 and is therefore in use for approximately 6 years. If it was used on a frequent basis, it is safe to say that the broach became dull over time. Another factor that may have contributed to the issue is the condition of the bone. This event was assigned to the error pattern "blunt instrument" in the associated risk management.